Event description:
The pt was revised because of two falls which resulted in dislocations.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.